Event description:
'A patient needed to replace the transfer set because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported transfer set was placed in 05/26/2005." There was no patient injury or medical intervention associated with this incident.